Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off and there were false atrial fibrillation episodes stored due to the low intrinsic amplitudes. The sensing vector was set to the primary vector. Technical services reviewed the electrograms and advised some testing options. There were no additional adverse patient effects. The system remains implanted.